Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the ra lead. Patient was asymptomatic. Physician elected to reposition the lead. Reposition was successful and better thresholds were obtained. Patient was stable during the procedure and will be followed normally.